Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-15250. It was reported that the patient experienced symptomatic bradycardia, stated feeling awful, and presented in the emergency room. Upon chest x-ray testing, the right atrial (ra) and right ventricular (rv) lead were found dislodged. Ra and rv lead testing showed both leads with no sensing or capture. Pacing was turned off. The patient presented for lead revision on (B)(6) 2019. During procedure, it was found the leads were "braided," and the physician suspected twiddling syndrome. Both leads were explanted and replaced. The patient was stable post-procedure.